Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly, the motor, the keypad, the battery tube, and the vibrator assembly. Analysis was unable to verify the button error alarm, the beeping, and the black circle on the screen due to a blank display. The unit had a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm, a beeping, and a black circle on the display. The customer removed the battery for 30 minutes and put it back in, however customer was unable to clear the alarm. The customer's blood glucose level was 185 mg/dl. The customer received a replacement device, and agreed to return the product for analysis.